Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: vnmc4646c175tj, serial/lot #: (B)(6), ubd: 03-dec-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts, vnmc3737c182tj and vnmc4646c175tj stent graft were implanted in zone 2 for the endovascular treatment of a 60mm dissecting aneurysm . It was said that the vnmc4646c175tj was implanted because the distal end of the vnmc3737c182tj dilated. During follow-up on an unknown date, an increase in aneurysm diameter was observed. Approximately 4 years and 11 months later, no leakage was confirmed; however, due to continued aneurysm enlargement, a type iiib endoleak was suspected. It was also noted that the stent ring was expanding to its maximum diameter. The specific stent model involved in these events could not be determined. Two non-medtronic stents were implanted as treatment. The plan was to reline all existing stent grafts, but the vessel¿s curvature affected graft length, so an additional non-medtronic device was placed. Per the physician the cause of the events was not specified. No additional clinical sequalae were provided and the patient is will be monitored.